Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar (fb) instrument did not coagulate tissue anymore. The procedure was completed with no report of patient injury. Isi followed up with the initial reporter to obtain additional information, however, no further details are available regarding the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the force amplification pulley to be related to the customer reported complaint. The instrument failed the electrical continuity test, confirming a complete break in the wire. No thermal damage was found on the instrument. Additionally, failure analysis found the failure of the bent instrument grip tang. The grips do not show cracking damage. Components adjacent to this bent grip tang do not show damage. Additionally, the instrument was found to have a broken life indicator. The housing was removed, and inspection found the life indicator broken at the flag to cylinder interface and the broken piece was returned with the instrument. The probable root cause is attributed to grip dislodgement. When the instrument is moved by the surgeon in a grasp/pull/pitch motion, its grip can become dislocated. Grip dislodgement may pull the conductor wire out of the routing groove.